Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the complaint is confirmed for cage fracture. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the plate being misaligned. DHR review: per the DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery the cage cracked while the plate was being installed. The surgeon removed the plate and cage and replaced them with alternates to finish the procedure. There was no impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery the cage cracked while the plate was being installed. The surgeon removed the plate and cage and replaced them with alternates to finish the procedure. There was no impact on the patient.